Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The vent engine was rebuilt and lubricated all seals with krytox to resolve the issue.

Event description:
The hospital reported the unit had a malfunction that resulted in a loss of mechanical ventilation at induction. The patient was transferred to another ventilator and case resumed. There was no report of patient injury.